Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted and while charging a power source alert was received. After customer charged the pump for an additional 30 minutes, pump battery was charged and alert was cleared. Tandem technical support reviewed customer's pump activities. Customer was using multiple pump activities to contribute to the battery depletion; however, battery depletion rate was elevated. Customer acknowledged information. Customer's blood glucose was 164 mg/dl.